Manufacturer narrative:
Device evaluated by MFR: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 62mm in length. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The more than 70% stenosed target lesion was located in the non-tortuous and non-calcified central vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a 12 x 40 x 75 mustang balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The more than 70% stenosed target lesion was located in the non-tortuous and non-calcified central vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a 12 x 40 x 75 mustang balloon catheter. There were no patient complications reported.